Event description:
It was reported that there were many ventricular noise re-version events recorded since (B)(6) 2010.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.